Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead demonstrated noise oversensing, which resulted in inappropriate auto mode switch (ams) and pacing inhibition. No intervention was performed. The patient's condition was unknown.